Event description:
Customer reported a button error alarm on the insulin pump. Customer's current blood glucose reading is 130 mg/dl. The customer reported that they were playing golf and the insulin pump may have been exposed to moisture. No further information provided.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, and a cracked reservoir tube lip. No moisture damage were noted inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.